Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2022-15507. It was reported the patient experienced a headache post-implant procedure. The physician suspected a cerebrospinal fluid (csf) leak. A blood patch was performed and the headache resolved.

Manufacturer narrative:
A patient waking up after an implant was reported to abbott. A blood patch was performed and the headache resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.